Event description:
The customer reported a total of eight false positive results with the binaxnow covid-19 antigen card test performed on unknown dates, using nasal swab samples. Four initial binaxnow covid-19 antigen card tests were performed which generated positive results. Repeat testing was performed using the binaxnow covid-19 antigen card tests for the same four patients which generated positive results. Confirmation testing was performed 30 minutes after initial antigen card tests, using the idnow assay, using nasal swab samples which generated negative results. Additional confirmation testing was performed with the rt-pcr tests, using nasal swab samples, which generated negative results. The customer confirmed that all four patients were symptomatic. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 3 of 8.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00762, 1221359-2022-00763, 1221359-2022-00765, 1221359-2022-00766, 1221359-2022-00767, 1221359-2022-00768, 1221359-2022-00769.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.